Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that the pt suffered an adverse reaction to the product. This type of adverse reaction is known and well documented in the product literature.

Event description:
Pt with known health risks was taken to o.r. For hemiarthroplasty left hip (exatech #4 150mm stem). Using kirschner 20mm bone plug, 2 batches simplex, cement injected into canal after lavage (there is some question as to how thoroughly the canal was lavaged and dried). Canal was reamed to 14mm and broached to #4 exactech. Stem inserted and within 2-3 minutes, pt b.p. Dropped significantly. The pt coded and advanced life resuscitation applied. Pt remained on ventilator for 5 days before expiring.